Event description:
Caller reported a rapid 40% decrease in battery charge over a short period, but confirmed the issue occurred previously and not currently. There was no adverse impact to the customer¿s blood glucose level. Technical support provided education on battery jumps and informed the caller that the issue was resolved in a software update, but the customer's pump, being out of warranty, cannot be updated. The caller understood and acknowledged the information provided.